Event description:
Account noticed decreasing carbamezapine values on their analyzer and controls were out of specification when run. Patient samples were not affected. The field service rep was unable to determine a cause for the discrepancy.